Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked. This was discovered during use. The following information was provided by the initial reporter: had an incident with medication leaking from around the plunger of a bd 60ml luer-lok syringe during the drawing up of galsulfase medication for infusion.

Manufacturer narrative:
Investigation: seventeen (17) samples were received from the customer. Fifteen (15) samples were received in unopened blister packs and two (2) samples were received opened. As one (1) of the opened samples was received in a biohazard bag and the other was returned with a ¿chemoclave® closed vial spike¿ both samples were considered contaminated and were not able to be tested due to potential contamination issues. The fifteen (15) samples received in unopened blister packs were able to be leak tested and none of the returned samples leaked when tested. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate, CAPA#55639.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked. This was discovered during use. The following information was provided by the initial reporter: had an incident with medication leaking from around the plunger of a bd 60ml luer-lok syringe during the drawing up of galsulfase medication for infusion.